Event description:
Unit failed to deliver dose during epidural delivery. Display indicated delivery; staff tested line for occlusion and syringe volume remained 40cc. Biomedical staff found loose pusher block set screw. Set screw was tightened and problem was corrected.